Manufacturer narrative:
Correction b5: it was reported that two unspecified spectrum iq infusion pumps failed to detect an upstream occlusion during patient infusion. The nurse clamped the line to introduce an occlusion but the pumps did not alarm "upstream occlusion" as expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction: d4, e1. Additional information: h6. Additional information h11: the devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect upstream occlusion during heparin therapy. The patient was on high dose of heparin and even though the pump appeared to be functioning, none of the medication had gone into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.